Event description:
It was reported that the patient had an inappropriate shock for ventricular tachycardia. The doctor does not think it was a true ventricular tachycardia. Technical services discussed some programming options, like increasing the conditional zone rate. There were no additional adverse patient effects. The system remains implanted.